Manufacturer narrative:
(B)(4). The product is not returned to manufacturer therefore we cannot determine the definitive cause of event. However x-ray images were re viewed which show no obvious hardware failure on the provided images. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent fixation at levels t4-s2 iliac using s2 iliac approach with open head screws. On an unknown date, post-op, set screws were found loose inside the screws and were not torqued down. Patient underwent revision surgery on (B)(6) 2017 to revise the construct.

Manufacturer narrative:
Product analysis:visual and microscopic examination of the associated set screw identified an angulated portion of the center rod interface node, and peripheral witness mark, consistent with angulation at the time of final tightening. Additionally, the neck of the bone screw displays material deformation consistent with hyperangulation, which may have contributed to incomplete seating of the set screw and subsequent screw back out. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.